Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(4)2014, inratio: 6.9, lab: 1.2; 08/06/2014, 1.3, 1.2. Therapeutic range:2-3. Time between tests: less than 5 mins.